Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a shoulder arthroscopy, the motor drive unit was making grounding noises. A back-up device was available and no surgical delay was reported. There was no patient involvement. Per results of investigation a blade stall error, overheating of the housing and a stiff drive fork when rotated were found.

Manufacturer narrative:
Internal complaint reference: case- (B)(4). The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Investigation results did not confirm that this event was associated to a new reportable failure found during the investigation, as per this case-(B)(4) was opened to cover that specific event . If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stiff when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the failure include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does meet the threshold for reporting and is a reportable malfunction event. Investigation results did confirm that this event was associated to a new reportable failure(overheating) found during the investigation. If further details are provided confirming the occurrence of a new reportable event or not reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.